Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he was unable to clear the alarm. The customer's blood glucose was 229 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer stated that he was unable to feel any movement on the up arrow button when pressing it. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.